Manufacturer narrative:
Analysis found the unit alarmed motor error during the basic occlusion test and was unable to prime due to a faulty force sensor resistor. The motor was tested outside of the device and passed the motor test. There was no moisture damage found on the electronic assembly. There was no insulin smell noted during testing. However, the unit was received with normal operating currents. The unit passed displacement, basic occlusion, and no delivery tests. There was no unexpected low battery alarm. Analysis programmed the insulin pump with multiple bolus deliveries and they all registered properly in the bolus history. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to insulin leaking. The customer's blood glucose was unknown at the time of incident. The customer stated there was a insulin smell. The insulin pump will be returned for analysis.